Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted.